Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she put on a new infusion set at night and the infusion set became occluded and received a no delivery alarm. When removing the infusion set, it was noted that the cannula was bent. Customer mentioned when this happened during another incident, they did not receive a no delivery alarm. Customer stated they went to the hospital with high blood glucose readings of 532 mg/dl and diabetes ketoacidosis. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer's blood glucose reading is 78 mg/dl. Customer was advised to monitor and call back if the issue reoccurs. No product is being returned for analysis.